Event description:
It was reported that during initial implant, the lead was attempted but the vein required a larger lead. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed no anomalies. It was noted that all conductors were distorted and there was blood/body fluid on all conductors (not obstructed). The lead appeared damage at implant.